Manufacturer narrative:
(B)(4). Evaluation of the product is currently being performed, but a root cause has not yet been determined.

Event description:
Procedure type: interspinous fusion. According to the reporter: it was difficult to actuate the handle and the tip of the screw driver broke off in the locking plate during final tightening. The tip was retrieved and the surgery was completed without complications. No additional information was received regarding this incident.